Event description:
Device malfunction: none. Adverse event: weakness. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2010, the pt underwent stenting in the right internal carotid artery with an xact stent. After the pt was discharged on (B) (6) 2010, the pt experienced right sided weakness for three days and did not do anything during that period nor obtain medical treatment. The symptoms resolved with no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.